Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a distal humeral fracture. During the distal humeral plate operation on (B)(6) 2013, the surgeon tried to inserted distal 2.7 mm locking screw by the torque-screwdriver. The screwdriver head was broken and remained in the screw head. It was the first locking, so the surgeon removed the plate and used another plate. He felt the next screwdrivers head be worn out. It was reported that the head was actually twisted. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
This device used for treatment and not diagnosis. The investigation of the complained articles shows that the two screwdriver shafts 313.304 are damaged. The tips are worn and twisted. The sent plate and the locking screw are not damaged. We discovered the broken off screwdriver tip of article 313.304 who remains in the locking screw 402.226s. Unfortunately we did not receive the complained article with the broken off tip. We do conclude that the breakage occurred due the normal use of this screwdriver. The manufacturing documents were reviewed and found to be in accordance with the valid specifications. No product fault could be detected. Placeholder.